Manufacturer narrative:
The sample was received for evaluation contaminated with blood. An analysis could not be performed due to the condition of the returned sample. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was recorded that there was backflow of blood while using a clearlink extension set. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.